Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported events of a use of device problem, low impedance, and a capturing problem could not be confirmed. Final analysis found helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During positioning, it was observed that the lp exhibited high capture threshold, low current of injury, and low pacing impedance. Upon repositioning, the helix was noted to be come elongated. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.